Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient said they had developed another problem. They weren't tracking the progress, and it got worse, and they came to find out it was because of this other medical problem. A very common side effect is frequency, and that is what they are trying to control. They have not been keeping a log, and since it seemed like the symptoms got worse after it was getting better. They keep the therapy on but do not know if it is working or not. They are going to have surgery in november, and that should take care of the frequency and other symptoms. The issue started around (B)(6) 2024, but they said they probably had this issue for a while. They started decreasing and then started increasing, and they couldn't figure out why. Patient wanted to know if they needed to see a urologist to keep the medtronic warranty. Reviewed, it is up to the doctor on how often they want the patient to s ee the doctor. Patient will wait until november to see if they start keeping track and see if that will help their symptoms.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had not yet contacted their doctor about their issue. When asked for clarification on their surgery in november they stated that their surgery was not related to the device, it was a separate health issue. When asked if their therapy was working for them yet they stated that it was unknown. They had the device on but they were not keeping track of the frequencies since the frequencies were also a side effect of their other health issue. When asked about the cause of their worsening symptoms they stated that it was unknown. There was nothing wrong with the device they were waiting to resume tracking of frequencies until after their surgery. They stated that they had only called to see if warranty on the device would be valid if they didn't follow-up with the implant doctor and were waiting to do that for a few months after the november surgery.